Event description:
Caller alleged imprecision with inratio meter.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr = 1.5; 2nd inr = 3.8; 3rd inr = 3.9. Per event details, time of testing among inratio results is not indicated. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Inratio meter, mean: 3.07; sd: 1.36; %cv: 44.27. Since 44.27% cv is more than 20%, the precision test failed the criteria for precision. For each pair of replicates for each sample on strip lot 214550, mean and standard deviations were calculated. In-house test results were 9.18% and 10.10%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on in-house meters. No further action is required. Investigation results: donor 3: in-house (inr): 4.1, in-house (inr): 3.6, mean: 3.85, sd: 0.353553, %cv: 9.18. Donor 4: in-house (inr): 1.3, in-house (inr): 1.5, mean: 1.4, sd: 0.141421, %cv: 10.10. %cv calculation from end-user comparison data report revealed cv% = 44.27% no product is expected to be returned. Retain strips were tested and product deficiency was not established. There is no sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. As of 10/26/2009, two discrepant result complaints were reported for lot #214550 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.